Event description:
I received the cool sculpting procedure by zeltiq. I was informed the procedure is non-invasive and will slowly kill fat cells in the treated area that would show results over a 4 month period. I was told I would feel discomfort for about 10 minutes after the device is attached. That was accurate; however, I began to experience severe pain about 4 days after the procedure. The pain is constant. It feels as if bees are stinging you, you are being shocked and stabbed at the same time. In addition to that, there is a burning sensation along with cramping and numbness. I was not informed that any pain would exist. I was now 12 days in and am still experiencing pain. I missed 2 days of work due to the extreme pain and have difficulty sleeping at night. After calling and complaining of severe pain, the doctor prescribed lortab; however, this did nothing for the pain. I have had 2 natural child births and I can honestly say the pain from the cool sculpting procedure has been the worst ever. The doctor's performing this procedure should have a responsibility to inform pts of the possible pain. I did research before this procedure and was made aware of the possible pain from other pts. I discussed this with the doctor prior to the procedure and was told I would not feel any pain. Please get the word out that this severe non-stop pain does exist and is possible for some pts.